Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with an e378 (I/o valve failure) error code, there was no power indicator, and the up and down buttons do not work. These do not indicate reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was broken.

Manufacturer narrative:
Testing and investigation found that the device door roller was missing and the door roller pin was broken off. Further testing found the device had unrestricted flow when the door was opened. This was due to the missing device door roller and broken off door roller pin. The missing device door roller and broken off door roller pin prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the door was opened. Additionally during testing, it was noted that the power supply printed circuit board was burned. This was due to contamination. The customer contact's reported e378 (I/o valve failure) was noted in the device history and was duplicated during testing. The customer contact's reported ac icon not turning on the duplicated during testing. However, the customer contact's report of the up and down buttons not working was not duplicated during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.